Event description:
This (B)(6) male patient, with stable angina and positive ischemia, underwent index stenting on (B)(6) 2010. A promus stent was implanted in the proximal rca, and 3.0x13 cyphers were implanted in the mid and distal rca. It was noted that during implant of the 3.0x13 cypher in the distal rca, the patient suffered transient bradycardia, which was treated with atropine. The event was noted in severity as mild/none, and resolved without sequelae immediately after treatment.

Manufacturer narrative:
This (B)(6) male patient, with stable angina and positive ischemia, experienced bradycardia during the implantation of two cypher stents. Past medical history included angina, positive functional study, previous pci, hyperlipidemia, myocardial infarction, history of smoking, allergy to procardia and sinus infection. During the index procedure, a promus stent was implanted in the proximal rca and two 3.0x13 cypher stents were implanted in the mid and distal rca. It was noted that during implant of the 3.0x13 cypher in the distal rca, the patient suffered transient bradycardia, which was treated with atropine. The event was noted in severity as mild/none, and resolved without sequelae immediately after treatment. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Cardiac arrhythmias are known potential adverse events following stent implantation. There are risk factors present in the patient's medical history and procedural factors that may have contributed to this event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore, no corrective action is required.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.